Manufacturer narrative:
Passive tracking was found to be reduced to less than seven feet after warm up during functional testing. The psu passed the aak test at .09 mm, but with high line separation of 2.20 mm. The test software adjusted the line separation to .04 mm. The psu passed subsequent functional and aak tests and is now fully functional.

Manufacturer narrative:
The camera was replaced on the system in the field and no further complaints have been reported. The suspect camera has not been received by the manufacturer for evaluation.

Event description:
A neuro coordinator reported that the surgeon had opted to discontinue a navigated intra-ventricular catheter placement because the navigation system camera would not track the passive catheter introducer (pci) probe after going sterile. They had been able to register successfully and confirmed accuracy. After they went sterile, draped the patient and attached the sterile frame they were able to verify the probe and get green status, but they were unable navigate (red status in the software when probe moved 1-2 inches away from the reference frame). They reported the same behavior with the passive planar blunt probe. They attempted re-verification of the probes and moved the camera to all different angles, but at the time they called in to report the issue they had already discontinued the use of navigation and rescheduled the operation. No patient harm was reported.